Event description:
The plaintiff's attorney alleged that the decedent experienced unspecified cardiac injuries and/or related symptoms and subsequently expired 50 days later due to the use of the product administered for dialysis treatment.

Manufacturer narrative:
(B)(4): the cardiac injuries and/or related symptoms event as there is no other code that best describes an unspecified cardiac event. This is one of two device reports associated with this event.